Event description:
It was reported that the pt reports that his first revision "did not work." Pt stated that he needed another revision due to the constant pain. He described a "pinching pain" he felt when walking. Pt is unsure of the type of implants he has. Second revision was done at dr (B)(6).

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.